Manufacturer narrative:
Patient's date of birth unavailable. Patient's weight unavailable. (B)(4). In the spectranetics instructions for use (IFU), in 4. Warnings and again in 12.2 clinical technique, warning, it states in part: "...do not advance the laser sheath any closer than 1 cm from the lead tip...do not lase at the myocardium to free the lead tip..." Although the report stated that lasing occurred "at a distance from the myocardium", lasing was performed to remove tissue present on the tip of the rv lead (doctor said he thought the tissue attached to the tip of the rv lead was the myocardium).

Event description:
A lead extraction procedure commenced to remove a right ventricular (rv) and a right atrial (ra) lead due to cied system/pocket infection. A spectranetics lead locking device (lld ez) was placed inside the rv lead, and was confirmed that the lld reached the distal tip of the lead. Using a spectranetics 14f glidelight laser sheath, the physician reached the tip of the rv lead without difficulty, then attempted countertraction. However, the tip of the rv lead was found to be present within the glidelight's distal tip, described to be in the "laser opaque part", and countertraction could not be performed because the tip of the lead was pulling at the tissue. The tissue was successfully removed by "cutting it off" with the laser at a distance from the myocardium. After that, a pericardial effusion ("pericardial fluid") was detected in the epicardium via echo. A pericardial puncture was performed with drainage, because the amount of bleeding was large, and then hemostasis was reportedly confirmed. After confirming that the blood pressure had returned, the ra lead was successfully removed with use of the 14f glidelight device. The patient survived the procedure and was transferred to the ICU. The doctor said he thought the tissue attached to the tip of the rv lead was myocardium. There was no alleged malfunction of any spectranetics devices in use during the procedure.

Manufacturer narrative:
H3): the device was discarded, thus no investigation could be completed. H6): added codes: 4755 and 4619.